Manufacturer narrative:
This report is being submitted on an international product architect syphilis 08d06-29, that has a similar product in the us, ln 8d06-31 and 8d06-41. All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) result on the architect i2000sr analyzer. The following information was provided: initial (B)(6) on abbott platform ((B)(6)), (B)(6) on sysmex, tppa: (B)(6), rpr: (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
The lot number was corrected from 89336li00 to 89366li00. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, sensitivity testing and testing the customers returned sample. No adverse trend was identified for the customers issue. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. The customer returned sample was tested with lot 92303li00 as the complaint lot 89366li00 was not available, and the results matched the customers (non-reactive results of 0.09 s/co and 0.09 s/co). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.